Event description:
Patient reports she has had to change dressing a few times in the past few days. Red irritated and discharge. Contacted cnss and will contact md office. Patient also reported an issue with one of her extension sets (lot 4235183, expiration date 01/27/2027) on saturday. Patient was getting high pressure issue alarm (pump serial number not specified.) Patient changed tubing and was able to continue infusion. Patient will retain tubing. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes, no necessary. Did we [MFR] replace the device? Not readed; did the pt have a backup device they were able to switch to? Yes not readed. If yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported (B)(6)/caremark by pt/caregiver.